Manufacturer narrative:
(B)(4). Carefusion technical support shipped the customer a replacement user interface module, and issued a return goods authorization (rga) number for the return of the alleged faulty user interface module for evaluation. The alleged faulty user interface module was returned to carefusion on 03/09/2015, and is awaiting evaluation. Once evaluated, a follow-up medwatch report will be submitted. Additional information regarding patient involvement was requested from the customer on 03/02/2015, but as of march 25, 2015 carefusion has not received any updates.

Event description:
The customer contacted carefusion technical support to report a user interface module that is blank. According to the customer the incident occurred while the ventilator was on a patient, however there was no harm to the patient. The ventilator kept running fine, until it was changed it out for another ventilator. There were no alarms during this incident.